Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: wu cc, tan yl, hsu cw, tseng hp, miskovic d, huang sf. The robotic intracorporeal single-stapled anastomosis (rissa) technique in robotic left-sided colorectal resection: a technical note. Ann coloproctol. 2025 aug;41(4):357-360. Doi: 10.3393/ac.2025.00486.0069. Epub 2025 aug 18. Pmid: 40819749; pmcid: pmc12395261. This study aims to describe the rissa technique in robotic surgery for left-sided colorectal cancer and report the short-term clinical outcomes of consecutive patients treated with this approach since its introduction in our unit. Between may 2023 and february 2025, a total of 31 consecutive patients underwent surgery for left-sided colon and rectal cancer using (29-mm echelon circular powered stapler, ethicon) and (60-mm echelon+ stapler, ethicon). Reported complications are: 29-mm echelon circular powered stapler, 60-mm echelon+ stapler, n=4 minor (clavien-dindo grade I¿ii) complications, treatment: not reported, n=1 major (clavien-dindo grade =iii) complication, treatment: not reported. In conclusion, the rissa technique appears to be a safe and practical alternative to conventional double-stapled anastomosis in robotic colorectal surgery. It provides technical and clinical benefits, aligns with the goals of minimally invasive surgery, and may improve postoperative recovery in selected patients.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 4/7/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.